Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched in the screen and impacts visibility of that part of the screen making the numbers hard to see. The customer¿s blood glucose was unknown at the time of the incident. The customer reported chip in the housing around reservoir threading. The insulin pump will not be returned for analysis.